Manufacturer narrative:
Investigation summary a sample was received and the disconnect was immediately noticed. The customer's complaint has been verified. Under microscope analyses, no solvent was detected. The tubing was within less than a hundredth of an inch of spec for part number tc10013433 after measurement with calipers. This is the root cause of the failure, lack of solvent at the tubing junction. A device history record review for model 2420-0500 lot number 21023143 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected. The following information was provided by the initial reporter: it was reported by the customer that the tubing was disconnecting at the point where the safety clamp meets the part that connects to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected. The following information was provided by the initial reporter: it was reported by the customer that the tubing was disconnecting at the point where the safety clamp meets the part that connects to the patient.